Manufacturer narrative:
Operator of device is unknown. A device history record review was not conducted based upon review of the information provided by the customer as it does not indicate a problem with the initial manufacture or prior repair of the device. No product or photographic evidence was provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the patient stated the pump was alarming and the screen read no disposable clamp tubing. The pump was stopped and continued to alarm. The reservoir volume was 13.8 milliliters. The patient denied any air in the tubing. The patient was instructed to turn the pump off, close the clamp on the tubing and to remove the cassette. No bubbles were observed in the tubing that extended across the top of the cassette. The tubing was massaged and the cassette was tapped lightly on a firm surface. The cassette was reattached, the clamp was opened and the pump was started. The screen read run reservoir volume of 13.8 milliliters. The rate was confirmed. The patient is scheduled to have the pump removed. The patient was advised to call the hotline should an additional assistance be required. No patient injury was reported.